Event description:
It was reported to philips by respiratory therapist that the vent shut down while on patient. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the respiratory therapist that the unit shut down while on patient. During the investigation it was found the outlet that the unit was plugged into was bad, no voltage. The unit had been running on battery power until depleted. The biomed found the battery voltage at 11 which is too low to operate the unit. The unit is off and ac connected, the battery led is flashing indicating that it is charging. Rse advised the biomed to allow the battery to charge as indicated by the battery led staying on steady. Per the biomed this was a success and battery test before placing back into service. The unit did not malfunction, the outlet that the vent was plugged into at the facility was bad. Once the unit was plug into a functioning outlet the battery charged and it was indicated by the battery led staying on stead. The biomed performed a successful battery test prior to placing back into service.

Event description:
It was reported to philips by respiratory therapist that the vent shut down while on patient. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the respiratory therapist that the unit shut down while on patient. During the investigation it was found the outlet that the unit was plugged into was bad, no voltage. The unit had been running on battery power until depleted. The biomed found the battery voltage at 11 which is too low to operate the unit. The unit is off and ac connected, the battery led is flashing indicating that it is charging. Rse advised the biomed to allow the battery to charge as indicated by the battery led staying on steady. Per the biomed this was a success and battery test before placing back into service. The unit did not malfunction, the outlet that the vent was plugged into at the facility was bad. Once the unit was plug into a functioning outlet the battery charged and it was indicated by the battery led staying on stead. The biomed performed a successful battery test prior to placing back into service.